Event description:
On (B)(6) 2013, a patient contacted lifescan USA, alleging inaccurate erratic blood glucose results. The patient reported readings of 179 mg/dl, 101 mg/dl, 125 mg/dl, and 114 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision of (B)(4) difference between readings performed on the same meter within 20 minutes of each other, and without intervention. This complaint is being reported because the issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.